Event description:
The manufacturer became aware of the explantation upon receipt of the explanted device on (B) (6) 2010. Numerous attempts to obtain additional information have been unsuccessful. The date of the event is estimated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)